Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2021 as the event occured in (B)(6) 2021. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the distributor. The facility name is: (B)(6). Block h6 (device codes): device problem code a0501 captures the reportable event of internal bolster detached. Block h10: an endovive securi-t percutaneous replacement gastrostomy tube was returned. Visual analysis of the device revealed that the molded internal bolster detached from the tube and was not returned for analysis. The reported complaint was confirmed. During product analysis, remnants of the internal bolster remain attached to the tube indicating the components were joined prior the separation. The internal bolster detached after it was placed in stomach. This indicates that the gastrostomy tube was distended with the obturator rod and placed into stomach without any problem. The residues in tubing suggest that it was in used for sometime. It is likely the device was received by the customer in good condition, however, procedural factors could have affected the device performance and its integrity. Based on the condition of the returned device, engineers determined that the problem observed was due to user technique, procedural factors, traction force applied to the device during replacement or force applied to the device distending it with the obturator could have contributed with the event. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure. The procedure date is unknown. It was reported post procedure, in (B)(6) 2021, the internal bolster detached inside the stomach and was removed from the patient. A new endovive securi-t replacement bolster was placed. Additional information received on october 11, 2021: the detached bolster was left inside the patient's stomach as the physician believes that it will pass naturally.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the distributor. The facility name is: (B)(6). (B)(4).the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a percutaneous endoscopic gastrostomy replacement procedure. The procedure date is unknown. It was reported post procedure, the internal bolster detached inside the stomach and was removed from the patient. A new endovive securi-t replacement bolster was placed.